Event description:
Customer reported forgetting to charge the battery and expressed uncertainty about the amount of insulin in the pump cartridge. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading the original cartridge, educated them on the minimum fill notification, and confirmed understanding. Customer resolved to load a new cartridge independently, with no further action required.